Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Reportedly, the customer reloaded the cartridge successfully to resolve the issue. The pump was not in use for insulin therapy at the time of event.